Event description:
Patient started dialysis at 8:00am, around 8:20am, a conductivity alarm appeared and patient was feeling very bad (nausea, heat sensation) then the patient went into convulsions and lost consciousness. The patient was transferred to the hospital and admitted into the intensive care unit. The blood natremia level was taken a few hours after being taken off the machine. The sodium level was 177mmol/lit. Many types of medications were administered before blood sample was taken. A second patient was put on the machine and within 10 minutes of treatment, the patient started to feel bad. The patient was immediately taken off the machine and the patient sodium level was 156 (one hour of being taken off the machine).

Manufacturer narrative:
Gambro gts put the machine into a simulated dialysis and measured the final conductivity to be approx. 32ms/cm using an external conductivity meter. The selected set value, protective and control values were all at 14.00ms/cm gts, then tested the bicarb (bicart) conductivity and it measured 5 .33ms/cm and the machine was set for 3.10 ms/cm and the protective and control were showing 3.10ms/cm. Gts replaced both bicart and acid conductivity probes, which solved the problem. The black box of the machine was downloaded and sent to gambro dasco. It was noted that the "check for concentrate exchange," "dip 3 of protective board" was set to off.